Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer received excessive no delivery alarms on the insulin pump. Troubleshooting for the no delivery alarm was performed. Customer advised they would change their sets to resolve the issues but they would continue to get the alarms. Customer advised they cannot troubleshoot because they threw away their sets. Customer was advised in the future to hold on to their sets and reservoirs so they may be sent back for analysis. Customer declined to troubleshoot for high blood glucose levels. Customer was advised to call back if they receive any alarms and if issues persist so that they may troubleshoot.